Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not 64); 4194 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.